Manufacturer narrative:
The crp reagent lot number and expiration date were not provided. No issues were identified with the main water pressure, and cell blank results were acceptable. The field service engineer (fse) replaced the sample probe, and a rinse adjustment was performed. Calibration and qc were acceptable. The investigation determined that the service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crp on a cobas c 503 analytical unit. The initial result was < 0.0106 mg/dl with a data flag. The repeat result from a different c503 analyzer was 5.84 mg/dl. The sample was repeated due to the data flag. The repeat result was believed to be correct.